Manufacturer narrative:
Concomitant medical products: addr01 ipg; implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced five syncopal episodes. It was also reported that right ventricular (rv) lead fractured, exhibited non-capture in both uniploar and bipolar, high impedance, intermittent oversensing causing pacing inhibition and intermittent undersensing. The patient was transferred to a hospital for a temporary pacing wire and the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.